Manufacturer narrative:
The device was returned with a kink in the exposed portion of the soft cannula. The kink did not prevent fluid from exiting the distal tip of the soft cannula. The downloaded data showed no signs of struggle or pulse width increase. It cannot be conclusively determined when the kink occurred and if it contributed to the reported event. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod longer than 48 hours on the hip/buttocks. As treatment, a manual injection of insulin was delivered.